Event description:
On (B)(6) 2012 it was reported that the pt was having frequent insulin leaks at one of the connections of the infusion set since (B)(6) 2012. The pt smells insulin and has had elevated blood glucose levels as high as 235 mg/dl. The pt has changed the infusion set and still has not had success bolusing with the infusion device due to leaks at the infusion set connector. The infusion sets were replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.